Event description:
It was reported that during use the bd nexiva¿ closed IV catheter bent and needle separated when inserting the following information was provided by the initial reporter: verbatim: it was reported that the nexiva product is hard to insert at the exact location, the tip bends, and catheter falls out. Today I went to kaiser permanente santa clara for MRI and technician who was working there for years failed to insert the needle for contrast. The needle was bd nexvia. The technician pointed out that before they used for years bd insyte autoguard and it was working just fine. Now they were told to switch to use nexvia because insyte autoguard will be discontinued. They are having problems inserting nexvia. The complaints are: - hard to insert in exact location - sometimes tip bends and catheter falls out, does not stay in because of the poor design - they think nexvia is better to use in hospitals for the long stay but for their purpose they prefer insyte autoguard as a patient I got now 2 holes in my body instead of one ¿ they tried nexvia first, failed (although my vein was good) and then inserted insyte autoguard successfully in different location. I'm not sure if hospital forces them to use nexvia or indeed bd phases out product that they used for years and loved. Please investigate this complaint. The customers as well as patients are not happy."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd nexiva¿ closed IV catheter bent and needle separated when inserting the following information was provided by the initial reporter: verbatim: it was reported that the nexiva product is hard to insert at the exact location, the tip bends, and catheter falls out. Today I went to kaiser permanente (B)(6) for MRI and technician who was working there for years failed to insert the needle for contrast. The needle was bd nexvia. The technician pointed out that before they used for years bd insyte autoguard and it was working just fine. Now they were told to switch to use nexvia because insyte autoguard will be discontinued. They are having problems inserting nexvia. The complaints are: - hard to insert in exact location - sometimes tip bends and catheter falls out, does not stay in because of the poor design - they think nexvia is better to use in hospitals for the long stay but for their purpose they prefer insyte autoguard as a patient I got now 2 holes in my body instead of one ¿ they tried nexvia first, failed (although my vein was good) and then inserted insyte autoguard successfully in different location. I'm not sure if hospital forces them to use nexvia or indeed bd phases out product that they used for years and loved. Please investigate this complaint. The customers as well as patients are not happy."